Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude. Review of the device data demonstrated some farfield r-wave oversensing during a recorded episode of atrial tachy response. The atrial sensitivity was set to 0.25 mv. Technical services recommended further review of the device programming. The pacemaker remains in service and no adverse patient effects were reported.